Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ("it was removed in a fragmented fashion/ each piece was carefully grasped and when a piece broke off, it was removed very carefully"), device expulsion ("essure out and floating around in her uterus, coils out of place and she was not protected against pregnancy/ malposition of essure device (endometrial cavity)/ migration of essure device (endometrial cavity)"), genital haemorrhage ("abnormal bleeding (vaginal, menorrhagia)") and pelvic pain ("constant severe pelvic pain") in a (B)(6) female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included multigravida, parity 3 (date of births (B)(6) 2007, (B)(6) 2003, (B)(6) 2005), seizures, gerd, anxiety, depression and headache. Concurrent conditions included obesity, nausea, vomiting and constipation. Concomitant products included docusate sodium (colace), ibuprofen and oral contraceptive nos since 2014. On (B)(6) 2007, the patient had essure (ess205) inserted. In (B)(6) 2007, the patient experienced genital haemorrhage (seriousness criterion medically significant), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), abdominal pain ("pelvic, abdominal, back pain (constant and severe) ") and menorrhagia ("abnormal bleeding (vaginal, menorrhagia) "). In 2015, the patient experienced pelvic pain (seriousness criterion medically significant) and dysmenorrhoea ("abdominal pain during her menstrual cycles"). On (B)(6) 2015, 8 years 7 months after insertion of essure (ess205), the patient experienced vaginal discharge ("vaginal discharge"). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), device expulsion (seriousness criteria medically significant and intervention required), back pain ("pelvic, abdominal, back pain (constant and severe/ worsened lower back pain") and weight decreased ("weight loss"). The patient was treated with analgesic comb (analgesic combination), surgery (bilateral salpingectomy laparoscopy).essure (ess205) was removed on (B)(6) 2017. At the time of the report, the device breakage, genital haemorrhage, vaginal haemorrhage, vaginal discharge, abdominal pain, menorrhagia, back pain and weight decreased outcome was unknown, the device expulsion and pelvic pain had not resolved and the dysmenorrhoea had resolved. The reporter considered abdominal pain, back pain, device breakage, device expulsion, dysmenorrhoea, genital haemorrhage, menorrhagia, pelvic pain, vaginal discharge, vaginal haemorrhage and weight decreased to be related to essure (ess205). The reporter commented: at hospital emergency center she learned that her pain was due to the fact that her coils were out and floating in the uterus, a hysterectomy was suggested to her. She decided to seek a second opinion at an other hospital, there she was told the coils were out of place and she was not protected against pregnancy. She continues to experience pain. She was informed that the tubes from her procedure had become dislodged. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was (B)(6) kg/sqm. Pregnancy test is negative (B)(6) 2015:radiology report:impression of us pelvis: linear echogenic foci correlating with the patient's reported essure coils. The coils appear to project partially into the endometrial cavity, left greater than right (B)(6) 2017:pelvic ultrasound:impression- 1. Malpositioned tubal occlusion devices, both are visualized extending into the uterine cavity. The left device is nearly completely in the uterine cavity while the right device extends into the cornua. 18-may-2017: surgical pathology report: specimen(s) received a: endometrial curettage. B: fallopian tube right and essure coil c: fallopian tube left and essure coil clinical history : abnormal bleeding. Diagnosis a. Endometrium, curettage - proliferative endometrium with glandular and stromal breakdown. Detached fragment of benign ectocervical mucosa. B. Fallopian tube, right, excision - no significant pathologic changes. C. Fallopian tube, left, excision - no significant pathologic changes. ¿concerning the injuries reported in this case, the following one/ones were described in patient¿s pfs abdominal pain, back pain, device breakage, device expulsion, dysmenorrhea, genital haemorrhage, menorrhagia, pelvic pain, vaginal discharge, vaginal haemorrhage and weight decreased quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are known possible undesirable events and not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. Most recent follow-up information incorporated above includes: on 1-feb-2018: pfs and medical record received : events abnormal bleeding (vaginal, menorrhagia), malposition of essure device (endometrial cavity),vaginal discharge, weight loss, abdominal pain, back pain, device breakage are added. Lab data updated. Concomitant condition and drug are added. Historical condition and drug are added. Product, patient and reporter information updated.¿essure legal manufacture has changed from bayer healthcare, llc, (B)(4) to bayer pharma (B)(4), and this report is being submitted as a follow up to a previous report submitted under the former legal manufacturer. Report type¿initial¿ indicates here initial submission by the new legal manufacturer only¿ incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ("it was removed in a fragmented fashion/ each piece was carefully grasped and when a piece broke off, it was removed very carefully"), device expulsion ("essure out and floating around in her uterus, coils out of place and she was not protected against pregnancy/ malposition of essure device (endometrial cavity)/ migration of essure device (endometrial cavity)"), the first episode of vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)") and pelvic pain ("constant severe pelvic pain") in a 32-year-old female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included multigravida, parity 3 (date of births (B)(6) 2007, (B)(6) 2003, (B)(6) 2005), seizures, gerd, anxiety, depression and headache. Pregnancy test is negative (B)(6) 2015: radiology report: impression of us pelvis: linear echogenic foci correlating with the patient's reported essure coils. The coils appear to project partially into the endometrial cavity, left greater than right. (B)(6) 2017: surgical pathology report: specimen(s) received a: endometrial curettage b: fallopian tube right and essure coil c: fallopian tube left and essure coil clinical history : abnormal bleeding. Diagnosis: a. Endometrium, curettage - proliferative endometrium with glandular and stromal breakdown. Detached fragment of benign ectocerv1cal mucosa. B. Fallopian tube, right, excision - no significant pathologic changes. C. Fallopian tube, left, excision - no significant pathologic changes. Concurrent conditions included obesity, nausea, vomiting and constipation. Concomitant products included docusate sodium (colace), ibuprofen and oral contraceptive nos since 2014. On (B)(6) 2007, the patient had essure (ess205) inserted. In (B)(6) 2007, the patient experienced the first episode of vaginal haemorrhage (seriousness criterion medically significant), the second episode of vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), abdominal pain ("pelvic, abdominal, back pain (constant and severe)") and menorrhagia ("abnormal bleeding (vaginal, menorrhagia) "). In 2015, the patient experienced pelvic pain (seriousness criterion medically significant) and dysmenorrhoea ("abdominal pain during her menstrual cycles"). On (B)(6) 2015, the patient experienced vaginal discharge ("vaginal discharge"), 8 years 7 months after insertion of essure (ess205). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), device expulsion (seriousness criteria medically significant and intervention required), back pain ("pelvic, abdominal, back pain (constant and severe/ worsened lower back pain"), bladder disorder ("bladder or urinary problems or changes") and urinary tract disorder ("bladder or urinary problems or changes") and was found to have weight decreased ("weight loss"). The patient was treated with atropa belladonna extract;caffeine citrate;codeine phosphate;phenacetin;phenazone;phenobarbital (analgesic combination) and surgery (bilateral salpingectomy laparoscopy). Essure (ess205) was removed on (B)(6) 2017. At the time of the report, the device breakage, the last episode of vaginal haemorrhage, vaginal discharge, abdominal pain, menorrhagia, back pain, weight decreased, bladder disorder and urinary tract disorder outcome was unknown, the device expulsion and pelvic pain had not resolved and the dysmenorrhoea had resolved. The reporter considered abdominal pain, back pain, bladder disorder, device breakage, device expulsion, dysmenorrhoea, menorrhagia, pelvic pain, urinary tract disorder, vaginal discharge, weight decreased, the first episode of vaginal haemorrhage and the second episode of vaginal haemorrhage to be related to essure (ess205). The reporter commented: at hospital emergency center she learned that her pain was due to the fact that her coils were out and floating in the uterus, a hysterectomy was suggested to her. She decided to seek a second opinion at an other hospital, there she was told the coils were out of place and she was not protected against pregnancy. She continues to experience pain. She was informed that that the tubes from her procedure had become dislodged. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 35.9 kg/sqm. Ultrasound scan - on (B)(6) 2017: impression- 1. Malpositioned tubal occlusion devices, both are visualized extending into the uterine cavity. The left device is nearly completely in the uterine cavity while the right device extends into the cornua. ¿concerning the injuries reported in this case, the following one/ones were described in patient¿s pfs abdominal pain, back pain, device breakage, device expulsion, dysmenorrhea, genital haemorrhage, menorrhagia, pelvic pain, vaginal discharge, vaginal haemorrhage and weight decreased. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 16-nov-2018: plaintiff fact sheet received. Event bladder or urinary problems or changes was added. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.